Manufacturer narrative:
(B)(4).

Event description:
Infection was reported by the hcp with symptoms of fever and redness. Peri-operative antibiotics were given to the pt. Type, primary location of the infection, lab tests performed, pt outcome were unk. The drug infused via the pump was compounded baclofen.